Event description:
User received an erroneous phosphorus result for one patient sample. The initial result gave 10.6 mg per dl. This result was reported to the physician. The physician ordered a redraw, which resulted 3.4 mg per dl. User then retested the initial sample, which resulted at 2.7 mg per dl. The patient was not treated nor incurred any adverse effects due to the erroneous result reported.

Manufacturer narrative:
The field service representative determined the cause to be a fluidics failure, and adjusted reagent probes and wash levels at rinse stations. Additionally, he cleaned d/I tank and filter; bleached sample and reagent probe and replaced reagent probe. The technical service representative reviewed phosphorus application configuration and special wash protocols, with no application errors found. To verify analyzer performance calibration, controls and precision checks were run and within specification.